Event description:
It was reported that during preventive maintenance and calibration performed but the arctic sun device showed an alarm 80 (water check time out - unable to reach calibration temperature) and it did not work. After they changed the processor circuit card they performed a functional test to see if the device worked and it did. Every time they turned on the device it showed alarm 48 (patient temperature out invalid), even though it worked. They tried to calibrate it but at first step of calibration an error 5(inlet pressure out of range) showed up. The device worked correctly, as they told and detected the temperature dongle, but it can not be calibrated and every time the device was switched on they have to manually close the error 48 (patient temperature out invalid).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preventive maintenance and calibration performed but the arctic sun device showed an alarm 80 (water check time out - unable to reach calibration temperature) and it did not work. After they changed the processor circuit card they performed a functional test to see if the device worked and it did. Every time they turned on the device it showed alarm 48 (patient temperature out invalid), even though it worked. They tried to calibrate it but at first step of calibration an error 5(inlet pressure out of range) showed up. The device worked correctly, as they told and detected the temperature dongle, but it can not be calibrated and every time the device was switched on they have to manually close the error 48 (patient temperature out invalid).